Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device visually confirmed that the probe tip was bent approximately 50mm from the tip and broken, with a 10mm portion of the probe missing and not returned for analysis. Fracture surface reveals a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, along with the nature and location of the fracture surface suggests failure due to bend stress overload. The above observations are consistent with misuse due to bend stress overloading, contributing to the foregoing failure.

Event description:
It was reported that the feeler was used on a patient. While in the patient, the tip broke off and remained in the patient. No additional patient complications were reported.